Manufacturer narrative:
Abs(anesthesia breathing system) was recommended for replacement to fix the reported issue. No report of patient involvement.

Event description:
The hospital reported that, the unit is leaking and the patient airway gage is dropping. There was no reported patient involvement.